Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer contacted the technical support engineer (tse) to state that the instrument jaw opened when installed onto the universal surgical manipulator (usm3) without control. The tse advised the customer to reseat the sterile adapter (sa) and install this instrument onto another arm to isolate the issue. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with the site's nurse and obtained the following information regarding the reported event: the jaw moved without any control, and the issue was resolved by exchanging to a backup instrument. The procedure was completed with all usm arms. There was no injury to the patient.

Manufacturer narrative:
The investigation is in progress and additional information is being gathered. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.